Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography with stent placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the jagwire guidewire was hard to remove from the stent. The physician pulled the guidewire harder and the hydrophilic tip of the jagwire guidewire detached inside the patient exposing the tip of the metal corewire. The detached tip was retrieved using biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography with stent placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the jagwire guidewire was hard to remove from the stent. The physician pulled the guidewire harder and the hydrophilic tip of the jagwire guidewire detached inside the patient exposing the tip of the metal corewire. The detached tip was retrieved using biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. Reported event of guidewire distal tip detached exposing the corewire tip. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information the investigation fails to determine a definite root cause. A DHR (device history record) review was performed and no deviation was found.